Manufacturer narrative:
Pictures of the event were sent in to nihon kohden for evaluation. No patient harm was reported. Nihon kohden continues to investigate the reported event. Nihon kohden will submit a supplemental report in accordance with 21 cfr section 803.56 if additional information becomes available.

Event description:
The nihon kohden employee reported that the central nurse's station (cns) was discharging patients on its own, without tele tech intervention, while updating the hospital's medical records (md).

Event description:
The nihon kohden employee reported that the central nurse's station (cns) was discharging patients on its own, without tele tech intervention, while updating the hospital's medical records (md).

Manufacturer narrative:
Details of complaint: on (B)(6) 2018 it was reported that device was losing data when transferring patients on the central nursing station (cns). When transferring patient on this device from ICU to telemetry, all data and waveforms were deleted and not transferred to telemetry. This involved 40 telemetry devices on two telemetry cns and one additional cns with 8 ICU bed-side monitors. All three cns reside in ICU and watched by one technician that handles both telemetry and ICU cns. Service requested: troubleshooting. Service performed: troubleshooting. Investigation result: nka cas (B)(6) confirmed the patient was not listed in the discharge patient list of the cns. This showed that the tech performed patient transfer and ruled out tech discharging and admitting patient in tele. The issue occurred between bsm to tele from one cns to another. It had not confirmed if the issue occurred between tele to bsm or bsm to bsm or tele to tele. In some cases, the patient demographics would drop off from the admitted patient and they would manually input the demographics - tried reinputting the patient ID and it also intermittently would allow the demographics to populate and sometimes it would not populate. Further troubleshooting continued to 7/31/2018. Service history shows no other tickets for pu-621ra s/n (B)(6). Service history for sold to account great america leasing corp (account # (B)(4)) shows no additional tickets were created for this issue. Service history for ship to account iberia medical center (account (B)(4)) shows no other tickets created for the same issue. On 9/18/2019, nk cas stated the issue was resolved. Nk's records show no change was made to the hl7 interface. Thus, the issue was not related to pu-621ra or nk's hl7 interface. The root cause of the reported issue could not be determined due to limited information available. Investigation conclusion on 9/18/2019, nk cas stated the issue was resolved. Nk's records show no change was made to the hl7 interface. Thus, the issue was not related to pu-621ra or nk's hl7 interface. The root cause of the reported issue could not be determined due to limited information available.